Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the struts of the stent were damaged due to calcification of the lesion. The procedure was completed with another of the same device, there were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted and pulled from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the struts of the stent were damaged due to calcification of the lesion. The procedure was completed with another of the same device, there were no patient complications nor injuries reported and the patient status was stable.